Manufacturer narrative:
(B)(4). Batch # n91d2g. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after placing five to seven good clips, there were several clips placed over previous clips. Subsequent clips were then scissoring. Case completed with another device of the same product code. All clips (four to six) formed properly. No clips from second clip applier were fired on top of previous clips. There were no patient consequences reported.